Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device locations are not known. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Utilization, in-hospital mortality, and 30-day readmission after percutaneous mitral valve repair in the united states shortly after device approval, american journal of cardiology 2018;121:1365-1372, robert w. Yeh, md,msc, et al.

Event description:
This report is filed for hospital readmissions for complications post mitraclip implantation. It was reported through a research article identifying the mitraclip that may be related to hospital readmissions and procedural complications due to heart failure, valvular disorders, metabolic/renal, cardiac, respiratory, infectious, bleeding, systemic, mechanical/operative, and neurological complications. Specific patient information is documented as unknown. Details are listed in the attached article, titled "utilization, in-hospital mortality, and 30-day readmission after percutaneous mitral valve repair in the united states shortly after device approval".

Manufacturer narrative:
(B)(4). UDI number-the unique device identifier (UDI) could not be determined as the part and lot numbers were not provided and the devices were not returned. The devices were not returned for investigation. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided and the devices were not returned. It should be noted that the reported patient effects of hemorrhage requiring transfusion, infection, worsening heart failure, neurological deficit/dysfunction, renal failure, respiratory failure, respiratory distress and hospitalization, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effects of hemorrhage requiring transfusion, infection, worsening heart failure, neurological deficit/dysfunction, renal failure, respiratory failure, respiratory distress and hospitalization could not be determined. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.